Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number (1627487-2019-04263).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external devices because the patient had not charged in about 3 to 4 months. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.